Manufacturer narrative:
It was determined on analysis that the external pulse generator (epg) tested out of specification as the battery drawer was stuck and the keypad lock key dome was collapsing. It was also noted that the ventricular output connector and hanger were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance / repair. There was no patient involvement. The epg tested out of specification during manufacturer's assessment.